Event description:
It was reported that a em2400 valve set leaked. It was further reported that the valve set was connected to the compounder, pre-rinsed and confirmed. After rinsing with universal component, the pressure test did not pass because air was detected in the line. Air bubbles were visible at the transition from the valve set to the pump. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: february 15, 2021 - february 16, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed using sterile water and 70 % dextrose and no air bubbles or leaking was observed. Accuracy tests were within the acceptable limit. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.